Event description:
This pt is status post left knee arthroplasty in 1998. They have had complaints of continuous pain adn states their knee is unstable. They were admitted for a revision left knee. During the procedure the surgeon discovered the stem to be loose. All components were removed and replaced.